Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements that fluctuated from 90 ohms to 126 ohms. Pace impedance measurements were stable but high in the 1400 ohms range, and the rv threshold measurement was 2.7v. The last delivered shock was at implant, and the shock impedance measurement was 51 ohms at that time. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.